Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and reported to the emergency room. The physician thought the dizziness was possibly related to a device malfunction related to the advisory describing the potential for a device circuit error while the device is processing an atrial-sensed event. A review of the histogram showed that there was no sensed events noted under the programmed lower rate. However, the physician elected to reprogram the device and keep it in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.